Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on ventricular channel. Isometrics performed in the clinic was able to reproduce noise. The device settings were programmed for the time being until lead revision is completed. The patient will be remotely monitored.